Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) oversensed noise one day post implant. The device inhibited brady pacing as a result of this oversensing. No adverse patient effects were reported. The recorded episode was observed at a device follow-up and no subsequent episodes had been stored. A guidant technical services consultant reviewed strips from stored electrograms (egms) and believes that the noise was likely caused from air escaping a compromised seal plug.